Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise leading to oversensing and loss of pacing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events for oversensing and a loss of pacing were confirmed. Visual inspection of the lead found external insulation abrasion that breached the insulation and exposed the outer coil consistent with friction to the device can at one location. Electrical testing did not find any indication of conductor fractures. The lead was shorted due to coil and insulation damage consistent with procedural damage. The cause of the reported events was due to the exposure of the outer coil from external insulation abrasion that breached the insulation consistent with friction to the device can.